Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the thread broke while employing continuous suture. It was found upon opening the packaging. There was no patient involvement.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the samples noted a partial suture and one needle. The loop was observed to be broken but not returned. The needle was observed to be attached to the suture. Unfortunately, because no sealed samples were returned, pmv could not verify that the loop broke out of packaging. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.